Manufacturer narrative:
The device was disposed at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed mid left anterior descending (lad) artery to the 1st diagonal branch. Another MFR's stent was implanted in the mid lad; however, an occlusion occurred at the 1st diagonal branch. Therefore the physician attempted poba. Another MFR's balloon failed to cross to the lesion. The maverick2 monorail balloon catheter was able to cross the lesion; however, it ruptured at 12 atms. The number of inflations and to what pressures is unk. The procedure was successfully completed with another MFR's balloons. There were no reported pt complications. Pt status listed as "good".